Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, far field r-wave oversensing on the atrial lead was noted on a stored egm. The patient did not receive therapy. The device was reprogrammed and patient was stable after the event.